Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital with occasionally low heart rate. The patient experienced syncope but no syncopal episodes occurred in the hospital. During device interrogation, the pacemaker exhibited failure to interrogate with no magnet response. The device was likely at end of life. The serial number was not able to be obtained via programmer after several troubleshooting checks. The physician was aware that the device had less than 4 months of battery life back in 2018. The device remains implanted. The patient was stable.